Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one of the conductor wires to be broken. A .625" long segment of the conductor wire is missing from the yaw pulley exit to the proximal clevis. Disassembly of the instrument by engineering revealed that the wire had broken near the proximal clevis wire hole. Engineering concluded that it is indeterminable as to when the breaks occurred, however, necking observed at the break point likely occurred due to stretching or the wire being smashed on a sharp edge. Engineering also concluded that detachment of the wire at the yaw pulley exit likely occurred as a result of not being securely attached to the grip. No other damage found.

Event description:
It was reported that during a da vinci prostatectomy procedure a small piece of the conductor wire of the maryland bipolar forceps instrument broke off and fell into the surgical field. The broken piece was immediately retrieved. The planned surgical procedure was successfully completed. There was no patient harm, adverse outcome or injury reported.